Manufacturer narrative:
One quadripolar, uni-directional, curve d, flexability ablation catheter was received for evaluation. The tip electrode had high resistance greater than 3.9m ohms while the device was undeflected, deflected, and manipulated. A short circuit was detected between electrode 1 and electrode 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the short circuit and high resistance remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit.